Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm (alarm 12) occurred and the pump was not vibrating for the alerts/alarms. Customer's blood glucose was 353 mg/dl. Tandem technical support assisted customer with resetting the pump. Customer resumed pump therapy.